Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18: 1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an 11-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. The patient did not have an acute postoperative infection or any signs of an impending postoperative infection. Eleven months post-op, the patient presented with pain and fever. The patient was diagnosed with an infection. The patient underwent a revision surgery to remove all of the posterior instrumentation. The wound was closed in two stages with three irrigation and debridements over the course of 6 days. After instrumentation removal, the patient was given cefazolin for 13 days, and cloxacillin was given for 7 days. Organism grown from culture was identified as a rare (B) (6).